Event description:
It was reported that an ilet pump became unresponsive to touch input despite cleaning the screen, washing hands, charging, and attempting to unlock, and a replacement was arranged with instructions to shut down the device and to return the original. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included continued use of cgm via dexcom app or receiver and planned initiation of the standard startup process on the replacement device. Investigation included collection of a user-provided video and remote troubleshooting. Investigation of this device revealed a non-functional touchscreen consistent with a hardware display or touch interface malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."